Manufacturer narrative:
Corrected section as of 16-sep-2020: h10: most likely underlying root cause changed from "mlc-62: user had poor technique" to "mlc-9: user error caused or contributed to event."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes - nausea note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer called for assistance with performing control and blood glucose tests as well as setting the time/date on the truemetrix meter. During the call, a blood test was performed by the customer and produced test result of 209 mg/dl using truemetrix meter; customer was comfortable with the result obtained. The customer reported feeling nauseous, medical attention was not needed at the time of the call.